Manufacturer narrative:
An event regarding subsidence and instability involving triathlon patella was reported.  Conclusion:  based on the information provided there is no indication or allegation that the device reported in this investigation contributed to the event. No further investigation is required at this time. If additional information becomes available to indicate further evaluation is warranted, this record will be reopened.

Event description:
This pr was raised from a medical review for another event. The patient had left knee arthroplasty on (B)(6) 2011. A quad repair was carried out six months post implantation. Revision surgery took place on (B)(6) 2012 due to instability whereby the insert was revised. Revision surgery took place on (B)(6) 2016 due to subsidence and instability whereby all components were revised.

Manufacturer narrative:
Review of the device history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. There has been similar events for the lot referenced however, it is related to the same patient. An evaluation of the device cannot be performed as the device was not returned to the manufacturer. Should additional information become available it will be reported in a supplemental report upon completion of the investigation.

Event description:
This pr was raised from a medical review for another event. The patient had left knee arthroplasty on (B)(6) 2011. A quad repair was carried out six months post implantation. Revision surgery took place on (B)(6) 2012 due to instability whereby the insert was revised. Revision surgery took place on (B)(6) 2016 due to subsidence and instability whereby all components were revised.